Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a altitude alarm while in an airplane. Reportedly the customer wore the pump inside a bra. Customer was ultimately able to clear the alarm and resume insulin delivery. The customer's blood glucose (bg) level was 60-80 (mg/dl) at the time of the event. The cause of the low bg level was unknown. A meal was consumed to address bg level. A recommendation was made for the customer to discuss elevated bg levels with a healthcare provider.